Manufacturer narrative:
(B)(4). Date sent: 5/8/2024 d4: batch # 643c62 investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was returned with the anvil knife slot damaged, and with an ecr45g reload loaded on the device. The reload was received partially fired 1/3. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at finished good quality assurance. Please reference the instruction for use for more information. As part of ethicon ¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 643c62, and no non-conformances were identified.

Event description:
It was reported that during surgery, could not fire . The knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. Opened the device manually with big force. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.